Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure to treat a dissection noted during dilatation, pressure was lost upon inflation and the proximal portion of the delivery balloon oversized. The stent was successfully deployed. Following the removal of the delivery system, the dissection was noted to be longer and to extend more proximally than originally observed. Another co's stent was successfully used to treat the dissection with a satisfactory result.